Event description:
It was reported that introducer introsyte-n 1.9f 1.9cm sheath broke. The following information was provided by the initial reporter: material no: 384021. Batch no: 0183797. It was reported that the item 0183797 peel away sheath broke away at the top.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd was not able to confirm that bd¿s manufacturing process was the root cause of the failure. It is more likely that the cause of the failure is associated with our supplier¿s process and they have ben notified of the failure. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that introducer introsyte-n 1.9f 1.9cm sheath broke. The following information was provided by the initial reporter: material no: 384021, batch no: 0183797. It was reported that the item #: 0183797 peel away sheath broke away at the top.